Manufacturer narrative:
Correction the initial date received by MFR is 4/8/2025. Additional information d9, h3, h6 and h11: the device was received for evaluation. During functional testing, upstream occlusion error was reproduced. A review of the event history log revealed upstream occlusion messages. The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. The review of the device history review did not reveal any evidence of nonconforming product. The reported condition was verified. The cause of the condition was determined to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of upstream occlusion error during testing in the biomed service department. There was no patient involvement. No additional information is available.